Event description:
Customer reports that she has been receiving several alarms when she inserts new batteries. She states pump would count down when she changes the batteries then she receives alarms and display indicates she needs to reset. Customer's blood glucose was 225 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed after battery change due to a capacitor voltage leak on the interface board. No error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.